Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following the patient's arm surgery, this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted beeping tones. At the device check, a battery depletion (bd) error code was displayed. It was reported that a magnet had been applied to the device to suspend tachy therapy during the surgery. No other issues were observed during the device check. Data was submitted to technical services for review. Engineering evaluation of the logfiles found there were 32 minutes of magnet exposure on september 20. The bd error code was set on september 22. The day after the magnet application, the battery measurements indicated a reduced longevity due to the consumption caused by the beeping tones that occur in the presence of a magnet. Six days later there was a measurement of the power consumption for this device which appeared to be in normal range. It was indicating the bd error code has been related to magnet application and the battery appears to be recovering. No adverse patient effects were reported. The device remains implanted and in service.